Manufacturer narrative:
Corrected: b5.

Event description:
The customer initially reported "at least five (5)" false positive results with the ID now covid-19 assay. Subsequent information provided by the customer reported only three (3) false positive results. This MFR. Report addresses patient two (2) of three (3). The customer reported a false positive result with the ID now covid-19 assay performed on(B)(6) 2021 on a nasal swab. Repeating testing was not performed . Pcr confirmation testing was performed with genexpert and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was delay or impact in the patient's treatment due to covid protocol.

Manufacturer narrative:
Reference MFR. Report: 1221359-2021-02220, 1221359-2021-02222. Establishment address: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported at "least" five ( 5) false positive results with the ID now covid-19 assay . This MFR. Report addresses patient two (2) of three (3). The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal swab. Repeating testing was not performed . Pcr confirmation testing was performed with genxpert and generated negative results. The customer stated there were at "least" five ( 5) patients, however; no demographics were provided for two patients. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was delay or impact in the patient's treatment due to covid protocol.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025742 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1025742 , test base part number 190-430 / lot: 1025742. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025742 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.